Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, chronic totally occluded, de novo proximal right coronary artery (rca) the 3.5 x 28 mm xience prime stent delivery system (sds) was advanced through the guideliner but met resistance and did not reach the lesion. The xience prime sds was removed successfully with resistance from the guideliner; the guideliner remained in the anatomy. A 3.0 x 28 mm non-abbott stent was deployed in the target lesion without reported issue with a very satisfactory result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: launcher 8f; boston scientific guidzilla 5 in 6f guideliner. Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.